Event description:
Sparking was observed when the patient electronics unit was plugged in.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. Visual inspection of the returned power cord revealed no physical damage on the power cord, aside from minor wear. When the power cord was connected to a test-standard power supply, it functioned as expected, with no interruptions of power or other power aberrations noted. The reported complaint of "power cord is frayed" was not reproducible during analysis.